Manufacturer narrative:
Product complaint # (B)(4) complaint conclusion: as reported by the field, during an endovascular embolization to the left internal carotid artery (l-ica), an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7393750) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, unknown lot) and could not advance any more. The physician tried to retract the stent, it could not be retracted. The physician removed the stent and microcatheter from patient¿s body, and found the stent was deployed prematurely in the microcatheter. The physician switched to new devices to complete the surgery. The procedure was prolonged about 20 minutes. There was no patient injury reported. Additional event information received on 20-may-2024 indicated that the prowler select did kink or bend. The 20 minutes procedure prolongation was not clinically significant. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages were observed. The involved delivery system was found still attached to the device. Also, the involved stent was found detached inside the hub. The stent and the delivery system were removed from the involved microcatheter without difficulties. Then, a microscopic inspection was performed along the body of the prowler, and no damages were found. The device was flushed with a laboratory sample syringe. After that, a lab sample enterprise system was introduced into the received microcatheter, and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The lot number is not known; therefore, a device history record review cannot be completed. The enterprise system was able to pass through the entire length of the microcatheter without significant resistance. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. D.4: the product lot number was not available / not reported. The expiration date of the device is not known. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00515 and 3008114965-2024-00516.

Event description:
As reported by the field, during an endovascular embolization to the left internal carotid artery (l-ica), an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7393750) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, unknown lot) and could not advance any more. The physician tried to retract the stent, it could not be retracted. The physician removed the stent and microcatheter from patient¿s body, and found the stent was deployed prematurely in the microcatheter. The physician switched to new devices to complete the surgery. The procedure was prolonged about 20 minutes. There was no patient injury reported. Additional event information received on 20-may-2024 indicated that the prowler select did kink or bend. The 20 minutes procedure prolongation was not clinically significant.